Event description:
It was reported to fresenius medical care via email that the combiset bloodline has small transducers attached to both sides that would blow out, requiring the staff to replace the transducers with older ones. The biomedical technician (biomed) provided additional information upon follow-up. The issue is not staff-related. The staff have been installing the bloodlines according to the instructions for use. They promptly responded to the reported issue. There was no blood loss, serious injury, adverse event, or required medical intervention that resulted from this issue. The machine was confirmed to be functioning properly. The biomed confirmed that when the cases were originally received, there was no visible damage to the outer case or packaging. The sample was discarded. The biomed will return the companion sample if available to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.